Event description:
Rptr had two surgeries involving breast implant ruptures. The first implants were manufactured by another co; the second implants were this co's (causing severe itching, rash on side of rupture). Rptr presently has this co's implants that are leaking and feel 'unnatural'. Rptr has had four surgeries total. (Same rptr referred to in 1002247 and 1002248.)